Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer also reported a sensor error alert and lost sensor alert occuring. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.